Manufacturer narrative:
Event date is estimated. Further information requested (weight)but not available. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported patient suffered a fall approximately in june. This resulted in ipg not sitting properly in the pocket site and migrated. To address the issue patient underwent surgical intervention wherein the ipg was replaced and resolved the issue .

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Patient code has been updated.